Manufacturer narrative:
In the initial 3500a report # 9673241-2012-00194, it was stated that due to the quantity/ mass size of the foreign material specifically observed on this lasso catheter, the identification of the type of material was not possible. To be more specific the foreign material observed on this lasso catheter was not identified.further investigation regarding the foreign material found at bwi failure analysis lab that was not reported in the complaint resulted in an internal corrective action that was opened to address this issue.(B)(4).

Manufacturer narrative:
An internal risk assessment previously conducted regarding this type of catheter damage concluded that this damage was likely contributed by the potential lasso and sheath incompatibility. From reviewing 2-years of complaint data, the probability of occurrence of a serious injury from the potential incompatibility between the lasso catheter and a sheath was assessed to be remote and the overall risk to patients from this issue was low. Therefore, such complaints were determined to be not reportable at the time based on the existing risk document. However, recently there has been an increasing trend of damaged rings with foreign material observed among the returned lasso catheters e analyzed by the bwi failure analysis lab. Foreign materials were sometimes observed caught on the damaged electrode rings of the catheters. An investigation has been carried out to determine the root cause of this issue. An internal review of the potential lasso catheter and sheath incompatibility has been carried out and the risk of this type of issue has been re-assessed. Based on the risk analysis of more than 2 years' complaint data, the probability of occurrence of a serious injury from the potential incompatibility between lasso catheter and sheath (with or without presence of foreign material caught on the lasso electrode) is still considered to be low, and so far there is no evidence of any patient injury that can be attributed to this type of issue. However, considering the severity of the potential patient injury, the reportability to the FDA of such issue has been recently revised, effective on (B)(4) 2012. For the potential lasso-sheath incompatibility complaints with verified lasso ring damage or with foreign materials caught on lasso rings, such complaints are reportable MDR malfunctions; for the potential lasso-sheath incompatibility complaints without damaged lasso rings and without foreign materials on lasso rings, such complaints remain not-MDR reportable malfunctions. (B)(4). Upon visual inspection of the returned complaint catheter, bwi failure analysis lab noted that the spine cover was wrinkled on the proximal side of the electrode ring #20 and underneath white foreign material was noted. The electrode ring # 19 was damaged and it was also observed that the t-bar was sliced down. Due to the quantity/mass size of the white foreign material specifically observed on this lasso catheter, the identification of the type of material was not possible. As this catheter was returned for contraction issue, further examination of the catheter revealed that the device met all deflection characteristics but it failed the loop contraction test. The catheter was dissected and it was found that the cause of the contraction failure was due to puller wire was around the nitinol. No additional testing was performed for sliced down t-bar since a corrective action has been opened to address and resolve this issue. The complaint condition reported as contraction inadequate issue was confirmed. However, the root cause of the damaged ring and the foreign material caught on underneath is still being investigated. The device history record (DHR) for this particular lasso catheter lot was reviewed and no anomalies were found. The DHR review also verified that the device was manufactured in accordance with documented specifications and procedures and passed all required release criteria. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility.

Event description:
It was reported that during an a-fib procedure, the lasso catheter would not contract to the 15mm size needed to fit into the ripv. The physician removed the catheter from the patient and confirmed that the mechanism to contract the lasso was not working effectively. By changing the device the issue was resolved and the case was completed. Upon visual inspection of the returned complaint catheter, bwi failure analysis lab noted that the spine cover was wrinkled on the proximal side of the electrode ring #20 and underneath white foreign material was noted. The electrode ring # 19 was damaged and it was also observed that the t-bar was sliced down. This received catheter condition was not noted or mentioned by the complaint reporter. This type of catheter damage was previously defined to have been likely contributed by the potential lasso and sheath incompatibility. A recent internal risk re-assessment review had been performed and the reportability to the FDA of such issue has been revised on (B)(4) 2012, marking this date as the alert date for this report.